Event description:
F190 was originally implanted on october 26, 1995. There were no complications. From the time of the patient's initial device fitting through each subsequent routine device evaluation, the patient was appropriately stimulated. On may 9, 1997, f90 experienced a sudden loss of link (no commmunication between the implanted device and the external equipment). F190 reported that he left his system "on" for short periods of time over the next several days but would only occasionally obtain link. On may 12, 1997, he was seen at the implant center. Several attempts to obtain solid link, including an exchange of the external hardware, were unsuccessful. Revision surgery took place on may 27, 1997.

Manufacturer narrative:
Device eval consisted of the following: a review of the device history record (DHR) visual examination, x-ray examination, electrical testing, hermeticity testing, internal visual examination, and internal electrical testing. The device failure was caused by a slight degradation in performance of the back telemetry driver circuitry. Refer to attached device failure analysis report. Device history showed that on 07-10-95 this ics failed at operation 150 for inconsistent lock. Further testing was performed on this device starting on 08-24-95. These testing results showed that this device would lock from 3 to 8 milli-meters at +37 degrees celcius (repeat of operation 150). After this testing this device passed test at +55 degrees celcius and was again able to lock from 3 to 8 milli-meters. This history shows that this device was able to consistently lock 6 times in a row at both +37 degrees celcius and +55 degrees celcius. Based on these results the device was believed to be acceptable and completed processing. Electrical testing: when tested at 37 degrees celcius the ics intermittently locked. This ics would not achieve lock using a five-turn headpiece. Unit would achieve lock with four-turn headpiece only in the 2mm to 4mm spacer range. Internal electrical testing: after case removal the device would not lock at all. The device was placed in an ionizing atmosphere for two days. After this exposure, the device again displayed intermittent locking with the short-range headpiece as before. Troubleshooting led to the replacement of transistor q2. After its replacement, the device locked consistently with the short-range headpiece. Conclusion: this device's failure was caused by a slight degradation in performance of the back telemetry driver circuitry. The replacement of the q2 transistor restored normal locking capabilites. The cause of the q2 component failure could not be determined since the die was destroyed upon removal. Corrective action: this is the first instance of an explanted device failure caused by a q2 component failure. If the component had failed during MFR, the test methods and environmental tests in place at advanced bionics had the capability of detecting failures of the q2 component. At this time, no corrective action is warranted, however, advanced bionics will continue to monitor for this failure mode.